Event description:
It was reported that the user¿s ilet screen was cracked and the device could not be unlocked despite a restart via the mobile app; a replacement device was arranged, and the user was advised on shutdown, data sync, return procedures, delivery timeline, and the need to perform startup on the replacement, with guidance that data would not transfer and that cgm could continue via dexcom. Symptoms included hyperglycemia with a blood glucose of 313 mg/dl. Outcomes included the need for backup insulin therapy, with the user planning to coordinate with healthcare providers for subcutaneous insulin. Investigation included device history review, user interview, and remote troubleshooting. Investigation of this case revealed physical damage to the display consistent with a cracked screen, resulting in impaired user interface function and inability to unlock. It was concluded, based on previously established findings for similar reports, that user-induced physical damage was the most likely cause.